Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The 2 other controller exchanges captured under MFR. Report # 2916596-2025-05287 and 2916596-2025-05372.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of screen issues, communication issues, alarms, and difficulty pressing buttons on the heartmate 3 system controller (serial unknown) was not confirmed. Log files were not submitted for review and the unit was not returned for testing. Provided information indicated that the patient's system controller appeared to be off and numbers could not be pulled up on the system controller display. When connected to the system monitors numbers were present. Upon listening with the stethoscope the pump remained running. The system controller continued to lose connection to the system monitor. The old system controller would not register the pressing of the silence or holding down the battery button turn off. The backup battery had to be removed to silence the alarm. This was the patient's 2nd system controller to do this out of 3. Multiple attempts were made to obtain additional information from the customer regarding the event (including the serial number, the date of the reported second occurrence, the cause of the issue, the alarm type, if log files were available, and product return status); however, no additional information was provided. A root cause for the reported events could not be conclusively determined through this investigation. A serial number was not provided, therefore a DHR review was not performed. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 - specific device information was unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller appeared to be off and numbers could not be pulled up on the system controller display. When connected to the system monitors numbers were present. Upon listening with the stethoscope, the pump remained running. The system controller continued to lose connection to the system monitor. The old system controller would not register the pressing of the silence or holding down the battery button turn off. The emergency backup battery (ebb) had to be removed to silence the alarm. This was the patient's 2nd system controller to do this out of 3 (cs-215710 and cs-215773).